Manufacturer narrative:
Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only**

Event description:
The following was reported to hamilton medical ag: the flow sensor and o2 calibrations failed, and several alarms were activated. These malfunctions occurred during patient ventilation and during startup and in standby mode. Various alarms were observable both visually and through hearing. O2valveleak (ID 231008, tagd_o2valveleak), o2controllerflowhigh (ID 231007, tagd_o2controllerflowhigh) vt low (ID 141003, pavmc_vtlow), low minute volume ( ID 141005, pavmc_expminvollow), loss of peep (ID 141052, pavmc_peeplow), low pressure (ID 141024, pavmc_pressurelow), low oxygen (ID 141009 pavmc_oxygenlow), oxygen supply failed (ID 231006, tagd_o2controllerflowlow). The o2 input flow test failed while running the service software. These malfunctions were reproducible. There was patient involvement reported because the event also as is being said occurred during ventilation, but this was not further explained. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: · the flow sensor and o2 calibrations failed, and several alarms were activated. · these malfunctions occurred during patient ventilation and during startup and in standby mode. · various alarms were observable both visually and through hearing. O2valveleak (ID (B)(6). Tagd_o2valveleak), o2controllerflowhigh (ID (B)(6), tagd_o2controllerflowhigh) vt low (ID (B)(6) , pavmc_vtlow), low minute volume ( ID (B)(6), pavmc_expminvollow), loss of peep (ID (B)(6) , pavmc_peeplow), low pressure (ID (B)(6) , pavmc_pressurelow), low oxygen (ID (B)(6) pavmc_oxygenlow), oxygen supply failed (ID (B)(6), tagd_o2controllerflowlow). The o2 input flow test failed while running the service software. · these malfunctions were reproducible. - there was patient involvement reported because the event also as is being said occurred during ventilation, but this was not further explained. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.